Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging his onetouch verioiq meter was not powering on. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first started on (B)(6) (unknown year) in the morning. The patient reported using a combination of diabetes medications including 40 units of insulin and glimepiride 4 mg to manage her diabetes. The patient denied making any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) (unknown year) in the evening, he felt "dizzy". The patient denied receiving any medical treatment in response to his symptoms. At the time of trouble shooting, the cca noted this was not the first time the meter had been used and there was no misuse of the product. The patient was found to be using the correct test strips and they were not counterfeit. When the power button was pressed, the meter did not power on. The patient was unable to do a rapid charge. When a new test strip was inserted, the meter did not power on. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs's criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.